Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; installing the implant too deep.

Event description:
The patient had right si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient reported right side radicular pain shortly after the initial procedure. The surgeon determined that the middle positioned implant was impinging on the neuroforamen. Two days after the initial procedure, the surgeon performed a revision procedure where he backed up the implant a few millimeters, but did not remove it, to relieve the impingement. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.